Manufacturer narrative:
(B)(4). D10: unknown stem unknown. G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when threading the echo biometric inserter handle into the final stem implant, the two threads misaligned and immediately bent out of shape, preventing any further threading from occurring and damaging both pieces. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. . Visual examination of the returned product identified nicks and scratches on the hex end. Threaded end has nicks, gouges, and deformations in multiple areas of the threads resulting in fractured threads. No other damage was noted during visual evaluation on the inserter. Visual examination of the provided pictures of the stem identified the thread hole with what appears to be damage to the top of the threads in the hole. No further evaluation can be made as the device was not returned. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the damaged threads in both the returned device and provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.